Event description:
It was reported that recoil and a dissection occurred during the procedure and an attempt was made to treat it, but this was not successful. The attempt to treat the dissection is considered medical intervention. The info contained in this report was captured during a post-market eval conducted outside the us.